Event description:
The technician found that the upper portion of the siderail had been detached. He found that the upper pivots welds had broken completely. The account did not know how this had happened.

Manufacturer narrative:
The technician replaced the siderail to repair this bed.